Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported right side "recall", ¿swells¿ and ¿edema all over your body¿, ¿a sensation of milk stagnation¿, "lump on top of prosthesis", "a feeling of milk clotting",¿breast has fallen¿,¿the prosthesis is like a wheel that turns¿, and ¿patient believes that they are half in the muscle¿, ¿vasogenic edema¿, rupture and fluid. Device remains implanted.